Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/22/2010, 10/25/2010, and 11/08/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported exchanging an intraocular lens (iol) due to the pt experiencing waxy vision despite the visual acuity being 20/25 (j2). Additional info has been requested.